Manufacturer narrative:
The sample was requested to the customer, for evaluation. Biohazard kit was sent to the customer on (B)(4), 2011.

Event description:
The customer reported one (1) occurrence regarding the sharpoint cannula 3424 lot number m697050. During a cataract procedure, the hydrodissector cannula became suddenly disconnected from the syringe which resulted in a perforation of the posterior capsule and vitreous hemorrhage. The implant had to be repositioned and a vitrectomy was performed. (B)(4).